Event description:
It was reported reprogramming had been attempted but stimulation coverage to the back area for the patient was not achieved. There were no impedance issues noted with the lead. It was reported the physician planned to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.